Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) on (B)(6) 2025, due to high blood glucose. The blood glucose level was over 350 mg/dl at the time of event. The patient had initially self treated with insulin pen and then received insulin injection IV (intravenous) fluids at the hospital. The patient stayed less than twenty-four hours in the hospital. No further information available.

Manufacturer narrative:
E1: patient city- (B)(6). Patient country- united states.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00955), was submitted on 07-may-2025. Upon receiving additional information, it was discovered that manufacturing date has updated to 29-oct-2024. Additional information - this MDR is being submitted to include the below: h4: manufacturing date. H6: investigation results under type of investigation. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010001, in question was manufactured at the osted site. Threshold analysis: a query was run on 03-oct-2025against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal #6010001. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010001 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 29-oct-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.